Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device exhibited triggered a lead safety switch due to a high, out of range pacing impedance (greater than 2,843 ohms) . Additionally there was stored events due to oversensing of noise, and multiple episodes of atrial tachy response (atr). A technical service consultant recommended bringing the patient into the clinic for lead integrity testing, provocative maneuvers and pocket manipulation. The device remains implanted. No adverse patient effects were reported. Several attempts to contact the boston scientific representative for additional information have been unsuccessful.